Event description:
It was reported the lead exhibited an increase in the thresholds and it was not possible to obtain capture. Oversensing was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B)(4): no anomalies found, however there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and there was apparent explant damage; the analyst noted that the steroid ring was damaged during analysis, and that the helix would not extend due to dried blood in the distal conductor preventing torque transfer when the is-1 pin was rotated; full lead returned and analyzed.